Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that starting in (B)(6) 2006, the patient developed dvt of the left lower extremity with pulmonary embolism. The patient had two more episodes of pulmonary emboli since that time. The patient was hospitalized for another episode of pulmonary embolism and a dvt of the left lower extremity subtherapeutic protime. A greenfield filter was inserted. On (B)(6) 2017 a CT of the abdomen revealed the conical inferior vena cava was in place with the head at the level of the right renal vein. Focal short perforation of a total of six struts were protruding through the lumen of the inferior vena cava. No fractured fragment was identified or fragment distant from the inferior vena cava. There was no perforation of adjacent organs including the aorta, vertebra or bowel. The perforation was on average approximately 4 mm beyond the lumen of the inferior vena cava.